Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming "check for empty reservoir or tubing". Instructed the patient to restart the pump but the pump continued to alarm. The patient stated the bag appeared to be full. The spike was fully inserted as well. The patient had one dose and was supposed to receive a second dose of medication, but the dose was interrupted. This event occurred at patient's home and was operated by a health professional. The event occurred while in use with the patient. There was no harm/adverse event reported.